Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible lead impedance alert and presented to the emergency department. A remote transmission indicated that the right ventricular (rv) lead had high and undefined pacing impedance along with high thresholds that had a large increase since the last device check. An in-office check showed noise during the threshold test and no capture; a lead fracture was suspected. The lead was initially programmed off and subsequently partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The analyst noted that no failures were observed on the proximal portion of the lead. If information is provided in the future, a supplemental report will be issued.